Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative stating that the cause of the issues was unable to determine and patient was no longer reporting issues with recharging. No further complication were reported as a result of this event.

Event description:
Information was reported from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - rsd/causalgia-complex regional pain syn. It was reported that the patient was charging too often. It stated that the patient indicated they were having issues recharging and that it was taking forever to charge. The caller reported that the patient programmer showed neurostimulator (ins) was discharged. Caller was unable to interrogate ins due to discharged state and patient did not have recharger (insr) with them. Technical services reviewed, patient should be able to charge normally but they could perform a jump start if the ins were to go into overdischarge. It was reviewed 9 year longevity along with the fact that recharging can become more frequent when towards end of life (eol) of battery and how programming/coupling can affect charging. It was reported that patient was unable to charge ins. It was reported that their was poor coupling. Patient reported that sometimes they fill and sometimes they don¿t. Troubleshooting was done on the call. Patient tried to charge implant and got 0 boxes filled. Patient was instructed to put insr against their implant. An al feature was done but a poor communication screen was reported. Troubleshooting did not resolve the issue. Outcome of troubleshooting steps resulted in a reposition antenna icon screen. No symptoms were reported. No further complications were reported or anticipated.